Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging , and underwent a replacement procedure. The old ipg was replaced with an MRI capable device. The patient was doing well postoperatively, and explanted ipg was discarded by medical facility.